Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" on cgm, cause was unknown. Customer address elevated bg with a correction bolus via pump. During system check troubleshooting it was confirmed that the pump was functioning as intended and recommend the customer discuss with healthcare provided to better meet the customers diabetic needs.